Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One sample was returned for investigation. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection and functional test were performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. For functional testing the sample was filled with 100 ml of water and connected to the cadd legacy plus to look for unusual function. No alarms were activated. Sample also passed the delivery accuracy test. The complaint was not confirmed. However, based on the no disposable alarm investigation and root cause conduct through CAPA-000814, the mohawk exposure could be a factor in cassette use to activate the alarm. However, the failure mode could not be duplicated by functional testing, thus complaint is unconfirmed. No corrective action was taken. No fault was found with the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a patient was admitted to the oncology center for removal of a drug infuser, stated that the 5fu ended approximately 3 hours before the expected end time and also presented an alarm with the following message "without reservoir, pump does not work". No patient injury reported.